Event description:
It was reported that pump experienced malfunction alarm with malf 1 code, and issue recurred after pump was reset. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, then switched to multiple daily injections for backup insulin therapy, and technical support arranged shipment of replacement pump.